Event description:
Complainant alleged that after delivering one shock to a pt during a cardioversion, the device did not appear to have converted the pt's heart rhythm. The clinicians subsequently delivered 3 more shocks. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.